Event description:
Customer reports cracking on the housing of the y-site which is causing a backup of blood into the y-system. The customer is attempting to access the y-site with a clave device. The reported condition occurred during patient use. No patient injury or medical intervention occurred.

Manufacturer narrative:
The actual sample had been discarded by the customer; therefore an evaluation will not be performed. Should additional information becomes available, a follow up medwatch will be submitted. No deviations were found in the batch review. (B)(4).